Event description:
The customer states that a pt sample generated an invalid data flag with a wbc=72.3 k/ul and also a wbc count rate violation when using a cell-dyn sapphire analyzer. The customer repeated the sample in resistant mode and again received an invalid data flag with a wbc=13 k/ul and an rrbc flag. The customer was questioning why an rrbc flag was not generated on the initial run. No impact to pt mgmt was reported.

Manufacturer narrative:
Falsely increased wbc values can occur with wbc counts of any level in sickle cell pts. The wbc count and differential can be affected in these samples due to identification of lyse-resistant sickle cells as lymphocytes. Recent studies have identified the wbc reagent supply tubing as contributing to this issue. To reduce the probability of this occurring, the tubing will be replaced on the cd sapphire analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.